Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "therapy information: fluorouracil 4210.5 mg in 210 ml of 0.9% sodium chloride. Affected product code: ap213-01 sapphire microbore set with 0.2 micron filter. Kindly acknowledge no harm was caused as a result of this complaint. No, the patient contained the spill and did not complain of any topical dermatitis from the exposure. Please provide the set lot number. If possible, please provide a photo of the paper package, capturing the lot number: 561975g. When during the infusion was the leak identified: approximately 24 hours into a 46 hour infusion. What was the flow rate when the leakage was detected: 4.4 ml/h. Was the point of the leak in the connection point between the tube and a component (please specify which component)/ connection point between the tube to a sleeve/component itself (please specify which component)/tube itself (please circle the relevant answer). Tubing leaked at the site where the tubing connects to the luer lock connector at the end of the IV tubing. If the set is not available, please demonstrate the point of leakage on a different set. Set is available. Please make an attempt to provide the quantity of leaking sets you have observed. This is the first of two tubings with leaks in this approximate area, but both have different lot numbers. Please provide as much details as possible regarding the event: see event and action summaries above. What rate was programed: 4.4 ml/h. What were the treatment settings (vtbi, rate, taper up, taper down, bolus rate) total volume 210 ml. Infuse 200 ml over 46 hours. Continuous mode. Delay in therapy:no. Need for medical intervention:no. Patient involvement: yes. Death / serious injury: no. Human harm: no. "